Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR # 2134265-2012-08405. It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the mildly tortuous saphenous vein graft (svg). A filterwire ez was successfully deployed and then a 3.00x24mm promus element plus stent was deployed. The retrieval sheath was used to retrieve the wire which became caught on the tip of the stent which caused stent tip deformation about 2-3mm in length. A 3.00x12mm promus element plus stent was deployed on the proximal edge to expand the stent and the result was satisfactory. No patient complications were reported and the patient's status is fine.